Event description:
It was reported that during an atrial fibrillation (afib) procedure, after removing this sf catheter it was noted to have char on the tip of the catheter which is indicative of a reportable event. The tip was cleaned off and then was continued to be used. The case was completed without any patient consequence. Stockert settings were 30 watts with a flow rate of 8 ml / min.

Manufacturer narrative:
(B)(4) it was reported that after removing the sf catheter char was noted on the tip of the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. There was no evidence of char at the tip of the catheter. Per the event reported the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6).